Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the diamondback 360 orbital atherectomy system stopped spinning as the crown became entwined in the tissue. The company rep was not present for this procedure. The physician made a successful pass through the target area and attempted to make a second pass, but the device completely quit spinning. He could not remove the device from the pt's body, so the pt was sent for surgical intervention. The pt is fine. Additional info has been requested regarding this event.

Manufacturer narrative:
Device analysis: the device has been retained by facility; therefore, an analysis of the actual complaint device is not possible. The controller functioned normally with another device following this event. The device history record for this lot # was not reviewed as the lot # is unk. The root cause for the reported event is unk.